Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report. Potential lot number reported as - 23f16b0767.

Event description:
The customer alleges that the guidewire kinked. Another technique was used without issue. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The lot number was unknown; therefore, a device history record (DHR) review was performed on the spring wire guide (swg), ars, and introducer needle based on the sales history of the customer. No manufacturing related issues were identified. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR was performed and did not reveal any manufacturing related issues. The probable cause of the swg kinking could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the guidewire kinked. Another technique was used without issue. No patient injury or consequence.